Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling of the device, or that the components mounted on the electric circuit board had a defect. It is recommended that the user read/review the instructions for use (IFU) manual and handle the device in accordance with the IFU to prevent recurrence of the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that an e315 scope error occurred while using the evis lucera elite colonovideoscope. The date of the occurrence was 05 jan 2023. The issue occurred during preparation for use, there was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Evaluation findings include the following: the adhesive on the bending section cover had a chip and was cracked, the suction connector was dirty due to water leakage, the light guide (lg) lens had a crack, the paint on the suction cylinder was peeled, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.